Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the keypad was torn over the up, down, and ok buttons. The up and down buttons were unresponsive. The up and down button contacts were missing. Contamination was found on the ok and contrast button contacts. Unrelated to the keypad issue, the display screen was dim and discolored. The bolus button cover was torn, but the button was still responsive.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.